Event description:
It was reported that the pt underwent a pump replacement; no symptoms were initially reported. It was later reported that the pt experienced a csf leak, somnolence, and weakness. The hcp stated that the issue was attributed to a malfunctioning pump and intrathecal catheter. The pump and catheter were explanted on (B) (6) 2009. The pt outcome was no injury. The medications being delivered via the device system were morphine and baclofen.

Manufacturer narrative:
(B) (4).